Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) and communicating the ipg to the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.